Event description:
Reporter stated that caller from facility reported that unit had an out of box failure of missing lower segments on the total delivered display. Rubbing the lcd with thumb pressure did not resolve the problem. No pt involvement; the unit had just been turned on for the first time. The unit was sent to product services for evaluation. No pt involvement.